Event description:
Note: date of event is unk. It was reported to boston scientific corporation on february 27, 2009 that an one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed in 2008. According to the complainant, sometime after the procedure, nutrition leaked between the button and feeding tube (both of right angle and straight tubes). A device was replaced with another one step button initial placement gastrostomy kit. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.